Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in valve bond edge side assessed as unidentified (tear) opening. Double capsule: unable to observe as it is a medical event not related to the device. Additional observations: white calcification particles observed the outer the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "this implant had some thickened capsule present on its anterior surface possibly consistent with the double capsule" and "capsular calcifications". The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6 health effect - impact code: f2203 imaging. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "this implant had some thickened capsule present on its anterior surface possibly consistent with the double capsule" and "capsular calcifications". The device has been explanted and replaced.